Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 250mcg/ml baclofen at 50mcg/day, 10mg/ml dilaudid at 2mg/day, and 100mcg/ml clonidine at 20mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pocket area was redness and filled with fluid. The healthcare provider suspected a possible cerebrospinal fluid leak or a possible infection. The fluid was taken from the pump pocket and part of the catheter, cultured, and sent to the lab, but the results were not known. A dye study was scheduled for (B)(6) 2017 to wait for cultures to come back. The cause of the fluid in the pocket was unknown. The dye study was cancelled due to the possible infection. The pump and catheter were explanted. It was stated that it was unknown if the issue was resolved. The status of the patient at the time of the report was "alive-no injury." No further complications were anticipated/reported.